Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation: quality specialist . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, while treating uterine bleeding with a cook bakri postpartum balloon with rapid instillation components, the stopcock became stuck. The balloon was inserted into the patient but was not positioned well. The device was withdrawn and attempted to be reinserted, but the stopcock prevented the device from being reinserted and inflated. A new device was used to achieve hemostasis. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the alleged malfunction. Additional event and patient outcome information has been requested.

Event description:
Additional information was received 22apr2022. The hemorrhage occurred following a single vaginal delivery in a primiparous patient. The post-partum hemorrhage was secondary to uterine atony. The patient was treated with two units packed red blood cells, six units fresh frozen plasma, and six units platelets prior to placement of the device due to hemodynamic instability and resulting grade 3 hypovolemic shock and anemia. The device was inserted transvaginally 12 hours following the delivery and was inflated with 400ml saline. The device was in place for 10 minutes before the reported issue was noted. The device was not handled using metal tools. No additional interventions were required.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, while treating uterine bleeding with a cook bakri postpartum balloon with rapid instillation components, the stopcock became stuck. The hemorrhage occurred following a single vaginal delivery in a primiparous patient. The post-partum hemorrhage was secondary to uterine atony. The patient was treated with two units packed red blood cells, six units fresh frozen plasma, and six units platelets prior to placement of the device due to hemodynamic instability and resulting grade 3 hypovolemic shock and anemia. The device was inserted transvaginally 12 hours following the delivery and was inflated with 400ml saline but was not positioned well. The device was in place for 10 minutes before the reported issue was noted. The device was withdrawn and attempted to be reinserted, but the stopcock prevented the device from being reinserted and inflated. The device was not handled using metal tools. A new device was used to achieve hemostasis. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the alleged malfunction. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which states, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded that the most probable cause of the reported event could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.